Event description:
The trilogy o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device the customers complaint was not confirmed. Periodic maintenance 1 was performed and an error code in relation to low flow (obm_flow_sensor_failed) was recorded in the device event log. In conclusion the oxygen blender system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The software version was checked (ver.14.2.05).